Event description:
It was reported that the wake button became difficult to press and sometimes required multiple presses to turn device on. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.